Event description:
It was reported that the customer received multiple no delivery alarms over a period of a few days. The customer's blood glucose was 201 mg/dl. Troubleshooting could not be completed because the alarm had already been resolved by a complete set change. The customer no longer had the previous infusion set. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.